Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving clonidine 30mcg/ml for a total dose of 13.36mcg/day, bupivacaine 14mg/ml for a total dose of 6.2mg/day, and dilaudid (hydromorphone) 12mg/ml for a total dose of 5.34mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on 2016-dec-09 a motor stall was seen at initial interrogation, and patient had not recently had an magnetic resonance imaging (MRI). Pump status and/or event log report showed motor stalled occurred. It was noted the motor stall was active, and that there was multiple motor stalls and recoveries. A motor stall occurred on (B)(6) 2016 at 1807 with a recovery at 1814, and another stall occurred on (B)(6) 2016 at 2350 with no recovery to date. The following motor stall considerations were reviewed: silence audible alarms, consider pump replacement, consider programming minimum rate, cover patient with non-pump medication, and if explanted/replaced to return pump to manufacturer is recommended. It was noted rep was to follow up with hcp. Rep stated the pump will be replaced either tomorrow ((B)(6) 2016) or monday ((B)(6) 2016). Rep stated on (B)(6) 2016 the patient experienced withdrawal symptoms and blood pressure issues so the patient was hospitalized and given intravenous (IV) medications per rep.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2016-dec-21 from a company representative (rep) stated the pump was read with the reps 8840 and showed the pump was stalled and had been stalled for about 24 hours. Patient went to the emergency room and the healthcare professional took care of the patient and admitted the patient. It was noted the pump was replaced on (B)(4) 2016 and the hospital had to send to biomed department. Rep was waiting to get it back to return it. The cause of the multiple motor stalls was not determined. When asked if the withdrawal symptoms and blood pressure issue had been resolved, it was stated, "replaced pump and patient is doing" and the motor stalls issue has not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.